Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt underwent generator replacement approximately two months prior. Intraoperative device diagnostic testing during generator replacement surgery was within normal limits, indicating proper device function at that time. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the ncp system. Further follow-up revealed that the pt underwent lead replacement surgery. Device diagnostic testing was within normal limits, indicating that the device is functioning properly. Review of manufacturing records for both the pulse generator and bipolar lead revealed no anomalies that would adversely effect device performance.